Manufacturer narrative:
The ventilator was investigated by our field service engineer. Further information stated that the ventilator had become too close to an MRI scanner and therefore the technical error code was generated. Upon testing, the ventilator passed all safety and functional tests and was cleared for clinical use. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". According to received information, the gauss safety line was not marked on the floor and the ventilator was situated too close to the MRI scanner. Recommendations were made to take into account the necessary measures for use in a resonance environment and use longer patient circuit in order to move the patient unit as far away as possible from the origin of the magnetic field. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model # previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).